Event description:
It was reported to tyco/ kendall healthcare that a customer had a problem with a dual lumen catheter. The customer reports "nurse flushed accessory port successfully then attempted to flush primary port and blood and other fluid products came out of the catheter under the dressing. Catheter then removed."